Manufacturer narrative:
(B)(4). Photo analysis: based on the photographic evidence and the event description unformed staples can be confirmed. Unfortunately, there is not enough evidence to determine the cause of the complication.

Event description:
It was reported that during an unknown procedure, the tissue was cut, but the staples were unformed after the firing. Changed to hand sewing to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: handle. The analysis results found that the ccs25 device arrived with the handles damaged at the distal end. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.